Event description:
Information received from the field notes that while the patient walked through or came near certain store electronic article surveillance (eas) systems, she would experience seconds of blackness, a pounding heart and generallly not feeling well.